Event description:
It was reported to boston scientific corporation on july 8, 2013 that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip was stuck and would not deploy. It is unknown how the procedure was completed. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination noted that the device was half deployed and the clip assembly was not returned. There was a kink in the control wire. Functional analysis revealed that the yoke, which was still attached to the control wire, could be actuated and deployed. Investigation found the clip assembly was not returned and there was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance of the device may have been limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip was stuck and would not deploy. It is unknown how the procedure was completed. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.